Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A customer contacted baxter to report that they noticed the liquid could not be stopped even after closing the clamp. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). One used set was received with no cap on dark blue connector and no cap on patient connector in reference to leak. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was functionally hand tightened to a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted. Set was visually inspected and it was noted that both of the occluder feet were broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The complaint was confirmed in the lab for leak through the set due to broken occluder feet, but baxter was not able to find the cause of the broken occluder feet.